Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as cutting into their skin and breaking skin open. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.